Manufacturer narrative:
The lead was capped.

Event description:
It was reported that noise was observed on both atrial and ventricular channels. Noise could be reproduced on the atrial channel, but myopotential testing did not result in noise on the ventricular lead. An x-ray revealed clavicular crush on both leads. It was decided that the device would be turned off and the patient would be scheduled for lead replacement in a couple of months. The patient signed a consent that she was aware her device was turned off .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.